Event description:
It was reported that the vns patient requested to have her device explanted due to voice alteration. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.